Manufacturer narrative:
The complaint of a proximal occlusion alarm on the 146870489 could be confirmed due to a lot review. No samples were returned for investigation. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. Corrective actions are in process.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported "proximal occlusion" when first starting the pump. The pumps are then sent to biomed to run them on their infusion pump analyzer, and they pass without any issues, no alarms and no error messages. They are having a tough time recreating the problem. The customer states they think there may be a defective lot of tubing/cassette packages being used. There was patient involvement and an unspecified patient injury, however no death occurred.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional reporter: (B)(6).